Event description:
A pt has reported that the pin located in the connector of this set became stuck in the tube and she was unable to drain. The clinic was contacted where it was learned the pt was seen in the clinic for evaluation of the event. The nurse tried to irrigate and felt force. The md was then notified. The pt was scheduled for surgery for a catheter reversal procedure. The nurse had the pt come back to the clinic and applied a new extension set. The nurse noted the blue pin had lodged in the extension set tubing. Since a new extension set was applied the pt continues peritoneal dialysis without further incident. The surgery has been canceled.

Manufacturer narrative:
Additional information has been requested. On (B)(4), responses to our requests received. No additional part or lot numbers could be obtained. Incident date was reported to be (B)(6) 2011. Location of incident was reported to be (B)(6). When asked if there are any additional persons identified for us to contact for additional details regarding this incident, reporter ((B)(6)) responded that information is confidential and they have attempted several times to contact the individuals with no response. This report will be updated if/when additional information is received.